Manufacturer narrative:
(B)(4). Pt info requested as of 10/14/2010 and all available info is included. A thermal stress event on the device was confirmed. The right (male) inter unit interface (iui) connector on the pcu device displayed thermal damage. A resistance measurement found these pins were shorted. The noted damaged pcu iui connector had fluid residue and corrosion on the pins. The associated lvp device also had evidence of fluid residue around the exterior surface of the interfacing female iui connector and also on its right male iui connector. The root cause for the burning of the iui connectors was not definitively identified, but the evidence suggests that fluid contamination was the most likely cause for the customer's experience.

Event description:
Customer reported an infusion pump caught fire. A strong burned electronics smell came from the pump. Reported, there was an arc and a flame coming from the unit so, the unit was unplugged . No pt or staff harm. No additional info was available.